Event description:
At 45 days after implantation, the device was explanted because of capture failure. Although reprogramming at higher output (maximum amplitude) was performed, absence of ventricular capture was still present; reportedly, the pacing pulses led to atrial capture instead of ventricular capture. During the revision, a high threshold was obtained with the psa; therefore, the lead was also explanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s. ; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed presence of blood residues at the atrial level and damages of the ventricular setscrew. These damages are typical from a cross-threaded setscrew and confirm difficulties were met during the screwing/unscrewing operations. Because of these findings, it is likely that the electrical continuity was not ensured between the lead pin and the pacemaker components; consequently, failure to pace/sense (or loss of capture) and high impedance could have been observed.